Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications. A review of the manufacturing records for this particular batch namely top assembly batch # 8955215 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. This particular batch number 8955215 has no associated complaints to date.

Event description:
It was reported that two days after a coronary drug eluting stenting treatment procedure, sub acute thrombosis (sat) occurred. The physician placed a 2.50x16mm taxus express2 drug eluting stent in the proximal left anterior descending (lad) to treat a 100% stenosis. Two days later, the patient presented with an emergent myocardial infarction. "Sat was present from proximal portion of stent and occluded lad." The physician used ivus and "determined the stent was underdeployed. Actual vessel size was 3.5mm. Stent was 2.5mm and delivered with delivery balloon only." The stent was not post dilated. The physician performed angioplasty with a 3.5mm balloon opened the vessel. Patient is reported as fine. The patient was taking both plavix and aspirin.